Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with increase thresholds. CT was performed and revealed lead perforation. The lead was repositioned. No further information available.